Event description:
It was reported that the catheter was being placed on (B) (6) 2009, at which time it was removed immediately. Blood was in electronic port. The patient expired. Additional information received on 7/9/2009 stated the head nurse explained that the thermodilution catheter started to leak blood after the third measurement on the catheter connection. The patient expired, but it was not due to the situation with the catheter.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.